Event description:
Medtronic cardiovascular received information that this customer had seen at least two cases of u-clip trigger fracture. It was reported that the v100d trigger mechanism broke into two pieces after deployment. The concern was that a broken piece could be left in the atrium if the physician was unaware. The customer suspects that this was the cause of an embolic stroke in one patient. Product return has been requested. No further information is available at this time.

Manufacturer narrative:
Evaluation method code: device history could not be performed, as the lot number was not available. Results code: device history could not be performed, as the lot number was not available. Conclusion code: cause of event cannot be determined. Analysis: no product has been returned for analysis. Conclusion. No conclusion can be drawn at this time.